Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt had experienced an increase in seizures back to pre-vns baseline frequency. Revision surgery was performed during which it was noted that the lead connector pins were not properly connected to the generator. The leads were not replaced but a new generator was implanted since the original generator had been in place for almost 2 years and had been set to rapid cycling. It was believed that the original generator would soon be nearing end of service. Intraoperative device diagnostic testing of the original lead connected to the new generator was within normal limits. It is not known whether intraoperative device diagnostic testing was performed at the time of original implant.